Event description:
It was reported that a patient underwent a "right eye cataract phacoemulsification under microscope+intraocular lens implantation+anterior chamber shaping+vitrectomy with silicone oil extraction" procedure on (B)(6) 2024 and suture was used. During the procedure, after the surgery was completed, the doctor closed the incision and the touring nurse opened the suture to the sterile table. The chief surgeon held a needle holder and held the suture under a microscope. It was found that the needle end and tail end of the suture had forks and could not be used normally. A new package of suture was opened to ensure the smooth operation of the surgery. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: were there any patient consequences? * did the suture/needle split occur during patient usage (suturing) or before patient usage (dispensing, or handling)? Are there photos available for visual analysis? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This product complaint is duplicated with (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.